Event description:
Caller reported that the cartridge was not fitting properly on the pump. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the caller to inspect and clean the pump's pneumatic tap area, instructing the removal of an o-ring and ensuring the cartridge's proper fit. As a result, the caller was able to reload the cartridge successfully and resume insulin therapy.